Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 intermittently occurred with multiple cartridges during bolus deliveries. In addition, the insulin gauge was inaccurate. The customer's blood glucose level was between 130-337 mg/dl. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy.